Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. It is likely that the foreign material remained due to a leakage in the instrument channel causing improper reprocessing. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for cf-h185l/I chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions reprocessing manual for cf-h185l/I chapter 5, ¿reprocessing the endoscope¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged biopsy channel. There were no reports of patient involvement.